Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluated the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that a 6f angio-seal was deployed after a pt underwent a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery with stent placement via a left side puncture and crossover technique. Shortly after deployment, the pt complained of pain at rest and acute left leg ischemia developed. Ultrasound confirmed vessel occlusion and the pt was taken in for an emergency surgery. Surgical findings revealed the angio-seal was located subintimally on the posterior side of the arterial wall causing a dissection. The angio-seal pulled together the posterior and anterior walls causing an occlusion. The angio-seal was removed, thrombectomy (tea) was performed and angiography confirmed restored blood flow. A four compartment fasciotomy was performed, a dressing applied, and the pt was transferred to the ward for monitoring. During the evening of (B)(6) 2010 and morning of (B)(6) 2010, the pt complained of angina pain. An EKG and an elevated troponin were monitored by a physician who stated these findings were resultant of dialysis. The pt deteriorated and ventricular fibrillation and cardiac arrest occurred. After one hour of resuscitation attempt with no stable circulation achieved, the pt passed away. Add'l info was not available at this time.